Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastroplasty while on anastomosis, the stapler did not fire. A new product was used to complete the procedure. There was no patient injury.